Event description:
It was reported that the 9800 system made a popping noise from the x-ray tube during a case. Also, the keyboard was intermittently sticking preventing the pt info from being entered. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The high voltage cable was cleaned and re-greased during the svc call. The system was tested and found to be working as intended, and put back into svc.